Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is linked to a "component failure". The patient was being transferred into the product when the failure occurred. The patient was not injured from this event. The wheelchair was evaluated and the mounting bracket for the recline actuator that attaches to the seat frame had broken off. This is a known failure mode and after an investigation, permobil concluded no unusual nor significant deterioration of the components were detected. The recline actuator and the suspect bracket met acceptable performance margins and the replacement components supplied to the dealer have been approved for distribution. The wheelchair has been repaired and returned to the customer. To assess the full impact of this failure mode, (B)(4) has been opened to further investigate, correct, and monitor effectiveness. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
Reports of the recline actuator bracket breaking at the weld. The patient was in process of being transferred into the wheelchair when the failure occurred. No injury reported to have occurred. The exact date of this failure is unknown, the family stated that it occurred a few days before making the dealer aware.